Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was selected for use. Prior to transeptal puncture the physician was having difficulty visualizing the non-bsc dilator on 2d ice. In trying to get the non-bsc dilator positioned, the physician said he felt the non-bsc dilator pop across, but could not visualize any device at or on the septum, or any device in the left atrium. The 31mm closure device was successfully implanted. Post implant, the patient experienced a significant blood pressure drop and a pericardial effusion was discovered on intracardiac echo (ice) around the right atrium. Pericardiocentesis protocol was initiated and 400ml of blood was drained. The physician stated that a hole may have accidently been punctured in the right atrium, most likely the right atrial appendage. There were no further patient complications reported and the patient was discharged.